Event description:
The manufacturer was informed on this event through the device tracking department. Based on the information reported on the patient implant form, a memo 3d record semirigid annuloplasty ring mrcs32 was implanted and explanted on (B)(6) 2021. The device was reportedly wasted. The manufacturer has not received any allegation of a device malfunction nor of serious injury from the site regarding this event.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was wasted, no further investigation is possible at this time. The manufacturer attempted to retrieve additional information on the event and device involved, but no further information has been provided to date. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, the manufacturer will provide an update to this reporting activity as applicable. Reportedly wasted.